Manufacturer narrative:
A review of the plum 360 customer repair/service history indicated that there were no historical complaints or service records relating to the failure mode over the lifetime of the pump. Although the customer was contacted for their in-house service record and repair history, there was no response to date. As a result, the in-house service history of the pump could not be reviewed. Despite numerous attempts to obtain additional event information, device history, and the return device for evaluation, ICU medical has not been able to get sufficient information to complete a comprehensive investigation including visual inspection and functional testing. A review of the device history record (DHR) did not confirm any out of box failures (oobf)s. The quality documentation for keypad in use (lot 20-1730759) was reviewed and no non-conformances related to this failure mode were identified. Additionally, the quality inspection of the keypad passed all specifications. Testing per the customer protocol was performed to duplicate failure mode. Because neither the pump nor logs were available for evaluation, testing was performed using the infusion setup information reported by the customer in the event description (flow rate of 999 ml/hr) in order to replicate the reported failure mode of ¿keypad was frozen.¿ if the failure mode could be replicated, a probable cause may be determined. Testing was performed as follows: a known good plum 360 pump was ran at 999 ml/hour until an alarm sounded. The alarm stated ¿depleted battery! Plug into ac now!¿ this does not match the alarm reported by the customer stating to ¿turn the pump off.¿ while the alarm was sounding in the test run, no buttons responded on the keypad when pressed. The only button that responded when pressed was the power on/off button. When the pump was plugged in and turned on again (with no alarms sounding), the keypad was functioning normally. The alarm stating to ¿turn the pump off¿ could not be duplicated. The failure mode reported by the customer could not be replicated in testing. However, as stated in the technical services manual, ¿under most alarm conditions the infuser ceases normal operation, generates an audible alarm, and displays an alarm message or alarm code on the lcd screen. The alarm message is preceded by three exclamation points (!!!) For a high alarm, two (!!) For a medium alarm and one (!) For a low alarm.¿ when the alarm ¿ceases normal operation¿ this may include the keypad. Due to a lack of additional information, no probable cause could be identified for the reported issue of the pump alarming with a message to ¿turn the pump off.¿ in conclusion, the customer complaint could not be confirmed.

Manufacturer narrative:
The pump logs were analyzed and the following was determined: on (B)(6) 2021, the nurse programmed the vasopressor (norepinephrine) at rates much higher than clinically recommended. Based on drug use literature, the usual maintenance dosing is 2-4 mcg/minute; and only in rare situations are much larger doses (as high as 68 mcg/day or 47 mcg/min) necessary. The attempted dosing in this case ranged from 1-3 mcg/kg/min for a patient weight of 100 kg (which, given the patient weight, is equivalent to dosing from 100 to 300 mcg/minute). It is important to mention that the dosing units in the drug library were weight-based (mcg/kg/min) rather than non-weight-based (mcg/min) which may have contributed to the over-programming. The programming rates were displayed on the pump confirmation screen and confirmed by the nurse. Over-programming may have been causal in the patient death. This is supported by the sequence of events on event alarm log on (B)(6) 2021): at 06:00:09 the nurse programed norepinephrine (4 mg/250 ml) with patient weight of 100 kg and vtbi of 200 ml at a dose of 0.3 mcg/kg/min (calculates to 113 ml/hr). -07:16:09 (after delivering 143 ml for effective rate of 112.9 ml/hr), titrated to dose of 1.0 mcg/kg/min (calculates to 375 ml/hr). -07:17:34 (after delivering 8.7 ml for effective rate of 368.5 ml/hr), titrated to dose of 2.0 mcg/kg/min (calculates to 750 ml/hr). -07:22:13 (after vtbi complete @ 07:21:28) attempted to program vtbi of 200 ml @ dose of 3.0 mcg/kg/min (calculates to 1125 ml/hr which exceeds the pump system max and is rejected). 07:23:25 (after trying to program dose 3.0 several times without success), programmed vtbi of 200 ml @ explicit rate of 999 ml/hr. Aside from the evidence of over-programming of the vasopressor norepinephrine, the pump appears to have a developed a misalignment in the plunger assembly. However, that misalignment does not appear to be causal in the patient death, as the delivery of medication was already significantly above clinically recommended dosages and the result of the misalignment was to reduce the effect of the over-programming. When the e380 alarm occurred (indicating the plunger was out of alignment) the intended and correct action for the pump was to stop the infusion lock the keypad (except for the on_off button) and require the pump to be restarted to effect realignment of the plunger assembly. This was by design and not in any way a malfunction of the keypad. Following the pump restarting, the continuing under-delivery indicates the plunger assembly remained unaligned. Per the technical service manual, the pump should at that point be returned for repair of the plunger assembly. This is supported by the sequence of events on event alarm log on (B)(6) 2021): at 07:26:25 , the pump stopped with e380 plunger failure alarm after delivering 37.0 ml over 3 min (under delivering the programmed volume by 17 ml). At 07:27:55 , the pump is powered off. At 07:28:56 , the pump is powered back on. At 07:29:41, the existing program is restarted (still infusing at programmed rate of 999 ml/hr). At 07:30:28, the program is manually stopped by the clinician after delivering 7.5 ml over 47 sec (under delivering the programmed volume by 5.5 ml). In conclusion, analysis of the pump logs determined that over-programming by the clinician (probably affected by unexpected dosing units in the drug library) appears to have been causal in the patient death. The plunger assembly misalignment needs to be repaired before the device is used again, however this does not appear to be causal in the patient death. Additional information can be found in section b5.

Event description:
The customer provided additional information that they are declining any further discussion of the issue. The customer stated that they consider this matter closed as their internal investigation did not disclose evidence to support that there was any pump malfunction that could be a significant contributing factor to the death of the patient.

Manufacturer narrative:
The device is not available for evaluation even though multiple attempts have been made to request the pump, pump logs, and additional information. Without the returned device, a probable cause is unable to be determined. Date of death is unknown.

Event description:
The event occurred on an unspecified date involving a plum 360 that was reported to have malfunctioned and was involved in a patient death. A code blue was called in the cardiac catheterization lab. The return of spontaneous circulation (rosc) was obtained and the patient¿s blood pressure was running in the 80/50¿s with vasopressors. Norepinephrine gtt (drip) was infusing at 999ml/hr or 2.67mcq/kg/min. The customer reported that the ICU medical pump "stopped" infusing the vasopressor. The pump was alarming, with a message reading to turn the pump off. The keypad was frozen and not responding and the clinician¿s only option was to turn the pump off. He turned the pump off and within 15-30 seconds the patient went into ventricular fibrillation arrest. The patient was shocked and CPR was provided. After two minutes of CPR (cardiopulmonary resuscitation), it was decided to end the code. The customer reported that the patient died because of the pump malfunction, and that there was an adverse event and a delay in therapy.